Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir does not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The location of the leak was by the stopper. There was no damage that is visible to the reservoir barrel but looks like dry insulin on bottom of stopper on the inside. The black o rings appear to be fine but looks like between 1st and 2nd o ring there is insulin. The reservoir will be returned for analysis.